Event description:
It was reported that this implantable pacemaker recorded an alert for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was january 2000 and the remote monitoring disabled alert occurring on february 22, 2026. Technical services (ts) was consulted, and it was mentioned that the device data would be required to determine the cause of the rmd alert. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable pacemaker recorded an alert for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was january 2000 and the remote monitoring disabled alert occurring on february 22, 2026. Technical services (ts) was consulted, and it was mentioned that the device data would be required to determine the cause of the rmd alert. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.